Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that doors 2 and 5 continued to fail and were unable to be recovered, requiring maintenance. The customer reported that auxiliary tower doors 2 and 5 were consistently failing. The field service engineer (fse) replaced all door latches with the new-style latches. The doors were tested using the hardware test application, and the customer confirmed that all doors were functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 2 and 5 repeatedly failed and could not be recovered. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.